Event description:
It was reported via repair work order that a patient's head was stuck between the side-rails of the bed. No adverse consequence or clinically relevant delay in treatment and no product malfunction was reported.